Event description:
Customer reportedly received the following advantage system/professional meter results within 10 minutes: 259 mg/dl/121 mg/dl, 364 mg/dl/142 mg/dl. The comparisons were performed an hour apart. No actions taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.

Event description:
It was reported to boston scientific corporation through a retrospective review study, that a partially covered ultraflex esophageal stent was used during a stent placement procedure for post bariatric surgery leak, performed on (B) (6) 2006. According to the complainant, the patient presented with moderate stent occlusion due to hyperplasia, which was treated with pneumatic dilation. A polyflex stent was placed inside the ultraflex stent per plan in the treatment algorithm. Per planned treatment protocol, both stents were removed on (B) (6) 2006 without complications. The post bariatric surgery leak was healed. The patient was reported to be in fair condition at the conclusion of these procedures.